Event description:
During the surgery physician used endeavor resolute rx 3.50mm x 30mm device to treat vessel that showed 95% stenosis in the proximal rca. The lesion was severely calcified. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. There was resistance encountered at the lesion. During the device insertion, while attempting to cross the lesion, stent deformation occurred. The physician did rotational atherectomy in the lesion and changed to a new device (same size) to complete the procedure. No patient injury noted. Evaluation summary: the distal tip was flared. The 13th and 14th proximal stent segments were deformed with a number of struts raised. The 5th and 6th distal segments were deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: 95% stenosis, calcified prox-rca. Stent deformation. Conclusion: 95% stenosis, calcified prox-rca. Stent deformation. (B)(4).